Event description:
In 2006 a pt underwent endovascular repair of an infrarenal aneurysm using the gore excluder aaa endoprosthesis. While placing the contralateral leg component under fluoroscopy, visualization of the radiopaque markers on the device were lsot. This was dur to body habitus and use of a portable c-arm. Subsequently, the contralateral leg component was deployed 4 to 5 inches above the trunk-ipsilateral leg component, partially covering several branch vessels. An open repair was performed and the devices were explanted and discarded. The pt is reported to be doing fine postoperatively.